Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got hospitalized due to dka on (B)(6) 2017, and low blood glucose on separate occasions, with blood glucose of 62 mg/dl at the time of the incident, and 54 mg/dl at the time of the call. The customer has been having issues with the pump for the last 6 weeks. The customer was given juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is blind and there was no one around to assist. Customer was sick for about 4 to 5 days with diarrhoea and vomiting. The customer also reported that a couple of moths ago, and the previous day, they got an alarm to replace the battery but did not receive a low battery alert prior to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Drive support disk was inspected and no anomaly was noted. Unit passed the delivery accuracy test. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.